Event description:
A tandem mobi cartridge alarm was reported during pumping, causing the customer's blood glucose level to exceed 500 mg/dl, displaying a "high" value. The customer addressed the high blood glucose with a correction bolus via the pump, requiring no third-party assistance. Technical support decided to replace the pump while the customer continued using the current pump to ensure uninterrupted insulin delivery. Training for the updated software on the replacement pump was provided through the customer's source account. The caller was instructed on the return process for the problematic pump and acknowledged all directives.